Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection and was experiencing increased pain. The cause of infection was unknown. The patient underwent an explant procedure and was put on antibiotics. All device components were removed and were not returned.